Event description:
Technician alleged that the bed had a high ground resistance. No pt impact.

Manufacturer narrative:
The technician found a ground pin loose in the power cord molded plug. The technician replaced the power cord molded plug to resolve the issue.